Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years and 10 months post implant of this 12 mm bioprosthetic valved conduit in (B)(6) old patient, the conduit was explanted and replaced with another model 22 mm valved conduit. The reason for the explant was not reported. No additional adverse patient effects were reported.